Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model#: 1650/catalog#: 1650, expiration date: 31-jan-2022, lot#: bat906705, UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 21-jan-2021. Labeled for single use: no. (B)(4). Additional information has been requested regarding the controller serial number, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were suspected of power switching associated with a ¿power cut¿ alarm and ¿lost contact to both batteries at the same time.¿ it was noted that review of log files revealed only one low flow alarm logged, which was reported to be at the same time the patient saw the text ¿power cut.¿ both ventricular assist device (vad) flow and power seemed to have to decreased several days prior as well, though there were no alarms and the patient didn¿t say anything was going on then. The batteries were exchanged. The controller and the vad remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion. Product event summary: the pump ((B)(6)) and one controller ((B)(6)) were not returned for evaluation. The two batteries ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned devices revealed that the batteries passed visual inspection and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to a test controller. Log file analysis did not reveal any premature power switching events or controller losses of power within the analyzed period. Review of the controller log files revealed intermittent decreases in power consumption and estimated flows within the analyzed period and one low flow alarm logged on (B)(6) 2022 at 06:26:01. Review of internal documentation revealed multiple instances of incorrect translation in finnish for the "low flow" phrase, which may further lead to user confusion and inappropriate actions. It is likely the incorrect translation of the "low flow" phrase was perceived by the patient as the reported "power cut" alarm. As a result, the reported low flow and "power cut" text phrase on the controller display events were confirmed. The reported premature power switching and "lost contact to both batteries at the same time" event could not be confirmed. Based on the available information, the device may have caused or contributed to the reported low flow event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on the available information, the most likely root cause of the reported "power cut" text phrase event can be attributed to the incorrect finnish translation for "low flow" displayed on the controller possibly due to a design issue. CAPA pr00519711 is investigating errors and inconsistencies in translated product literature. Additional products: d4: serial #: (B)(6). D10: yes, return date: 22-jun-2022. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01,b15. H6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 d4: serial #: (B)(6). D10: yes, return date: 22-jun-2022. H3: yes dev rtn to MFR? Yes. H6: FDA method code(s): b01,b15. H6: FDA results code(s): c19. H6: FDA conclusion code(s): d14. D4: serial #: (B)(6). H3: yes. H6: img code(s): g02014. H6: FDA method code(s): b04,b15, b17. H6: FDA results code(s): c05 h6: FDA conclusion code(s): d01 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for a correction. The serial number for the system reported controller in h10 was corrected from (B)(6) to (B)(6). The expiration date was corrected from 30-jun-2018 to 31-jul-2021 and the mfg date was corrected from 30-jun-2017 to 24-jul-2020. The UDI # was corrected from (B)(4) to (B)(4). Additional products: d4: expiration date: 31-jul-2021 / serial or lot#: (B)(6), UDI #: (B)(4). H4: mfg date: 24-jul-2020 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
### A supplemental report is being sent for additional information. Additional information was received regarding the controller serial number. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial#: (B)(6)UDI #: (B)(4) h4: mfg date: 30-jun-2017 investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.